Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for low impedance was observed. The physician elected to monitor the lead.